Manufacturer narrative:
Section a4, d4, h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not conclusively be established through this evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was given inotropes, a workup and presented at medical research building and approved for lvad implantation on (B)(6) 2017. Placed on intra-aortic balloon pump due to low cardiac output state with multi-organ involvement. Underwent implantation of lvad heartmate 3 and aortic valve replacement 21. Infection was also noted although no further details were provided.